Event description:
The reporter stated, that the surgeon inserted a implantable collamer lens model icmi 25mm in 2007. The pt has been hyperopic since the surgery, which due to his age, makes it really uncomfortable in close vision. The lens has perfect vault and lens positioning and no special issues in surgery. Refractive surprise which on the pre-op rx was -8.50 -1.0x170 and the pt's post op refraction eight days later, is +1.50-0.50x150. Further information has been requested but none forthcoming. If more information is received a supplemental medwatch report form will be sent.

Manufacturer narrative:
.